Event description:
The user has not worn the audio processor for 6 months due to pain. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: according to the limited information received from the field the device was explanted due to the recipient being a non-user for the last six months caused by painful sensations, which were not described in detail. However, pain is a known undesired side effect of ci implantation. Device investigation did not reveal any device defect or damage, which would explain the reported pain. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not worn the audio processor for 6 months due to pain. The device was explanted on (B)(6) 2024.